Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Upon further review of the device evaluation, it was determined that the device did not fail pretest for check switching function forward/reverse, check the oscillating angle, check in "off" mode, check for sticky speed trigger and check for unintended motion as previously reported. It was determined that the device only failed pretest for check power with test bench, minimum 67.5 to 110 watt, oscillation/forward/reverse mode function, and check the attachment coupling. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the device an intermittent operation. It was further determined that the device failed pretest for check power with test bench, minimum 67.5 to 110 watt, check switching function forward/reverse, check the oscillating angle, check the oscillation/forward/reverse mode function, check in "off" mode, check for sticky speed trigger, check for unintended motion and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI : (B)(4). Concomitant med products and therapy dates: battery devices, (B)(6) 2019 as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device did not run smoothly, and it stopped suddenly. It was further reported that several battery devices were tried with the device; however, the same results were obtained. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.